Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump exhibited repeated primary audible alarm. No patient involvement reported.

Manufacturer narrative:
Other, other text: h3: one medfusion pump was received with a cracked right plunger case. The event history log was reviewed and there were primary audible and acu watchdog errors. Start-up and multiple flow and occlusion tests were performed. The reported issue was unable to be duplicated. The interconnect board was replaced as a preventative measure.